Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the device displays ll (left leg) off and other 4 leads are noisy. There was no negative patient impact.